Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump would lose time and was currently one minute off. Reportedly, the pump time would occasionally be four to five minutes off. It was also noted that pump reminders would be delayed by four to five minutes due to time loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:a timekeeping accuracy test was performed on the pump. The pump tested to be keeping time accurately. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.